Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventralex mesh (device #1), patient was diagnosed with hernia recurrence, adhesions and underwent mesh explant with implant of composix mesh e/x (device #2). About 3 months post implant of composix mesh e/x, patient was diagnosed with infection, adhesions and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d1, d4 (UDI no.), e3, e4, g1, g3, g6, h2, h3, h6, h7, h10, h11 corrected field: h4 (manufacturing date). This supplemental emdr represents the bard/davol composix mesh e/x (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia, a composix e/x was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the composix e/x, which allegedly failed and was infected, and to repair the recurrent hernia. The attorney alleged the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 1994 - patient underwent umbilical and left inguinal hernia repair with ventralex mesh (device #1). (B)(6) 2015 - patient was diagnosed incarcerated ventral hernia thereby underwent open repair with composix e/x. Per the operative notes, "there were adhesions from loops of small bowel to what appear to be a ventralex mesh (device #1) which had used at prior umbilical hernia repair and was removed. A composix e/x mesh (device #2) was placed and sutured into the defect". (B)(6) 2016 - during post op visits, patient had purulent drainage through the opening of the umbilicus in the midline scar and was diagnosed with mssa infected abdominal mesh. (B)(6) 2016 - patient underwent exploratory laparotomy with removal of infected mesh and repair of incisional hernia. Per the operative notes," patient had infected composix mesh e/x (device #2) and was excised. Fortunately, most of the adherent tissue was omentum to the mesh and was resected. As a consequence removing the mesh, patient had a previous hernia once again, which was repaired". Attorney alleges that the patient had abscess, adhesions, bowel/intestinal obstructions, emotional injuries, infections, pain, nerve damage, hernia recurrence. It was also alleged that the patient underwent additional surgery on (B)(6) 2017 to address on incarcerated recurrent incisional hernia with small bowel obstruction.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection and hernia recurrence. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia, a composix e/x was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the composix e/x, which allegedly failed and was infected, and to repair the recurrent hernia. The attorney alleged the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.